Manufacturer narrative:
Correction to the initial MDR in blocks b5 and h6. Block b3: exact date unknown, event occurred in approximately right after the implant procedure from date manufacturer was made aware. Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc231650e0 model: sc-2316-50e serial: (B)(6). Batch: 7277598 UDI: (B)(4).

Event description:
It was reported that patient experienced vomiting right after the trial procedure. The patient experienced body aches and felt hot. The patients spinal cord stimulator trial lead was explanted and was doing well. The explanted device will not be return.

Event description:
It was reported that patient experienced vomiting right after the trial procedure. The patient experienced body aches and felt hot. It was noted that patient was not able to get enough pain relief. The patients spinal cord stimulator trial lead was explanted and was doing well. The explanted device will not be return.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in approximately right after the implant procedure from date manufacturer was made aware. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc231650e0, model: sc-2316-50e, serial: (B)(6), batch: 7277598, UDI: (B)(4).